Event description:
It was reported that the patient's right atrial (ra) lead exhibited high capture threshold that caused loss of capture. The ra lead was capped and replaced on 19 may 2023. The patient was stable throughout the procedure.